Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer has received multiple occlusion alarms. The customer's blood glucose level was not impacted. After an alarm, the customer would perform a fill tubing reconnect and then resume pumping. As the alarms had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past alarms was unable to be performed.